Event description:
It was reported that this right atrial (ra) lead had breached in insulation. The physician then repaired it with a lead repair kit. Additional information obtained from the field which indicated that the lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The lead was returned severed 9 centimeters (cm) from the terminal end. Only the proximal segment was returned. The setscrew marks were in the correct location on the terminal pin. There was a repair kit still on the lead but no sign of damage in the insulation or any conductor exposed. Continuity testing passed indicating conductors were intact. Hipot test passed indicating no electrical shorts between conductors. Visual inspection revealed no abnormalities.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead had breached in insulation. The physician then repaired it with a lead repair kit. This ra lead remains in service. No additional adverse patient effects were reported.